Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in lips with 1ml juvéderm® voluma® with lidocaine. Approximately six months later, patient presented at the office with numerous granulomas in the lips, and their general practitioner performed biopsies that came back as hyaluronic acid. Two months later, patient was prescribed minocycline and hylase®. Patient reported that some of the lumps have softened.